Event description:
Segments were missing on her one touch ultra meter. On april 24, 2006 at around 1:00pm the patient was experiencing blurred vision, nausea and had a headache. She tested blood glucose and received and received a 219 mg/dl. The patient took insulin after attempting to use the meter. She was taken to the hospital; however, at this time there is no information on who took the patient to the hospital. At the hospital the patient was also treated with insulin and there is no information on what her initial reading was on the hospital device. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, how long the patient had been experiencing symptoms, reading in the hospital and how long segments had been missing on her one touch ultra meter. The complaint is being reported as an adverse event, because the patient experienced symptoms of hyperglycemia and was treated with insulin by a medical professional after use of the ultra meter.